Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Four unused sterile proglide devices with the same lot number (11115j1) as the complaint device were returned for evaluation. Functional testing was performed and the devices operated according to specifications. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, during plunger retrieval the suture was not present. The lever was returned to its original position and at this point a knot in the suture was seen, outside the patient anatomy. The proglide device was removed from the patient. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.